Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explated.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 13/mar/2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 09/may/2024.

Event description:
Healthcare professional reported right side deflation. The device has been removed and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: deflation: delamination of the diaphragm valve assessed as adhesive failure. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right-side deflation. The device has been removed and replaced.